Event description:
A site representative called in to report that the software freezes when building the 3d model. Site verified this behavior with two different pt exams. No pt was present at time of malfunction.

Manufacturer narrative:
No pt was present. The part was reportedly returned to the manufacturer, but was not returned via an RMA and was not received, therefore the part was not evaluated. The part was replaced per RMA and the problem was resolved.